Manufacturer narrative:
The pt file indicated that the pt had not previously reported these hypoglycemic events. During the contact with customer support, the pt confirmed that she did not report any issues during the past year. The user guide instructs the pt to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind, load cartridge, and prime process. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be field. No conclusion can be made at this time.

Event description:
It was reported that the pt experienced blood glucose 30mg/dl to 40mg/dl after she primed the pump while attached. The pt stated these events occurred about once per week for the past year. She cannot recall dates of the events or other specific details. The pt said she experienced symptoms of hypoglycemia including shakiness and sweatiness at the time of each event. She treated the hypoglycemia effectively with oral carbohydrates without assistance from another person or without medical intervention.